Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the basket wire was "ruptured" on the first time the physician used it. It was further noted that one of the wires on the basket was cut (broken). The physician used another of the same device to finish the ureteroscopic lithotripsy (ursl) procedure. There were no reported adverse effects to the patient as a result of the product problem.